Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The initial reported event was received on 2016-01-25. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on 2016-04-10. Information was subsequently received on 2016-02-05 and revealed the patient is pediatric. This event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Event description:
It was reported the patient had an episode of non-sustained ventricular tachycardia and t-wave oversensing (twos) was observed. It was further reported that low amplitude r waves were present in review of device data and sensing integrity counter (sic) of 24 had recently occurred. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing with two non-sustained tachycardia episodes with v-v intervals less than 220 milliseconds. It was noted there was oversensing due to non-physiologic signals/sic (sensing integrity counter) with 48 ventricular sic since previous session. Analysis of the device memory indicated oversensing associated with the right ventricular lead with an r wave amplitude generally below 5 millivolts and t-wave oversensing (twos) was identified in ventricular tachycardia-nonsustained episodes.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, additional performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was five non-sustained tachycardia episodes with ventricle to ventricle intervals of <(><<)>220 milliseconds from (B)(6) 2016. A lead integrity alert (lia) was triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic) and non-sustained tachycardia episodes.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.